Manufacturer narrative:
Device evaluation by MFR.: synergy ii us mr 3.50 x 32mm stent delivery system was returned for analysis. The device was returned with a guide catheter with a hemostatic valve and an 0.0140 inch guidewire attached. The distal shaft was not visible. A guidewire passed through the guide catheter multiple times to locate the distal shaft but the distal portion of device did not appear to be inside the guide catheter. The distal section of the device was not returned. A visual and tactile examination of the hypotube found a shaft break 119.5cm distal to the distal end of strain relief as well as multiple severe kinks. The core-wire was exposed at the break site. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred which resulted in a surgery. The 95% stenosed target lesion was located in the moderately tortuous and heavily calcified left anterior descending artery (lad). A 3.50 x 32 synergy drug-eluting stent (des) was advanced for treatment but failed to cross the lesion. The device was removed and two 3.50 x 16 synergy des were implanted in the proximal lad. The 3.50 x 32 synergy des was then advanced and crossed the previously implanted stents; however, upon deployment, it stopped inflating at 4 atmospheres. Upon removal, the balloon shaft broke near the hypotube and remained in the body. The patient was sent to a successful bypass surgery the following day and the device was removed. No patient complications were reported and the patient did well.

Event description:
It was reported that shaft break occurred which resulted in a surgery. The 95% stenosed target lesion was located in the moderately tortuous and heavily calcified left anterior descending artery (lad). A 3.50 x 32 synergy drug-eluting stent (des) was advanced for treatment but failed to cross the lesion. The device was removed and two 3.50 x 16 synergy des were implanted in the proximal lad. The 3.50 x 32 synergy des was then advanced and crossed the previously implanted stents; however, upon deployment, it stopped inflating at 4 atmospheres. Upon removal, the balloon shaft broke near the hypotube and remained in the body. The patient was sent to a successful bypass surgery the following day and the device was removed. No patient complications were reported and the patient did well.